Manufacturer narrative:
A ge rep contacted the customer and directed the customer in repair of the system over the phone. System operates as intended.

Event description:
The customer reported, the system makes a squeaking noise and will not complete boot up. No pt injury was reported.